Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the screws were falling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 20th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was initially stated by the customer, the screws were falling off. On 1st july 2022, during service call on site, technician confirmed that no screws were missing. However, detachment of monitor's handle was discovered. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event recurrence.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and h6 component codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 20th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the screws were falling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination corrected b5 describe event or problem: on 20th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was initially stated by the customer, the screws were falling off. On 1st july 2022, during service call on site, technician confirmed that no screws were missing. However, detachment of monitor's handle was discovered. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event recurrence. Previous h6 component codes mechanical/fastener/screw/568. Corrected h6 component codes. Mechanical/holder//838.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a on 20th june 2022, getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was initially stated by the customer, the screws were falling off. On 1st july 2022, during service call on site, the technician confirmed that no screws were missing. However, detachment of the monitor's handle was discovered. There was no injury reported, however, we decided to report the issue in the abundance of caution as any parts falling off into the sterile field or during the procedure may cause contamination or serious injury in case of event recurrence. The defective part was mounted and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Subject matter expert established: no photos or additional information were provided in order to be able to observe a possible anomaly of the handle. The information collected is not sufficient to determine the cause of the detachment of the handle and does not allow the identification of a device failure. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).